Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported failure to advance resulting in separation of the barewire tip and unexpected medical intervention to retrieve the separated tip appears to be related to circumstances of the procedure. Based on the reported information, it is likely that during the failed attempt to cross the lesion against resistance, the tip of the barewire became stuck in the lesion resulting in separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left carotid artery. The emboshield nav6 embolic protection system (eps) barewire tip became separated during advancement as resistance was met with the lesion. The separated tip was snared and removed successfully. Another eps was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.